Manufacturer narrative:
A visual dimensional and functional inspection could not be conducted since the product was not returned for eval. Review of manufacturing event log: shows no issues that may have contributed to any quality issues reported. All process parameters were within specification. All-in-process qa inspections were acceptable. All post sterility and package integrity tests were acceptable. No sample available from the customer to investigate at the time of this report. Teleflex will continue to monitor feedback from the customers on issues related to pin hole in the package found at inspection on adaptor products. The complaint not confirmed. Root cause unk.

Event description:
The event is reported as: during incoming inspection a pin-hole was detected in the package. The alleged issue was detected and reported via the distributor inspection report ((B)(4)). (B)(4) reports a quantity of fifteen devices with this complaint description.